Event description:
It was reported that the flex deflectable videoscope presented purple and green image noise. The issue was identified during a laparoscopic procedure and was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the revised final investigation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer. Revised evaluation identified an additional malfunction of adhesive joint on the curved rubber was missing. No patient involvement.